Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a 1.7mm cannulated drill bit broke during a podiatric procedure on (B)(6) 2018. As the bit was passed over the guide wire after measuring for the cannulated screw, the bit broke and a portion was left in the patient. The procedure was completed successfully and without further incident. That patient outcome was reportedly satisfactory. No delay in operating room time was reported. Concomitant devices: cannulated screw (part/lot unknown, quantity 1); guide wire (part/lot unknown, quantity 1). (B)(4).

Manufacturer narrative:
Device history records review was completed for part# 310.215, lot# pe02339, supplier lot number: (B)(4), supplier: (B)(4), release to warehouse date: aug 20, 2015, expiry date: n/a. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.